Manufacturer narrative:
Concomitant products used during the procedure: navistar thermocool catheter (device was discarded by the customer/ not returned for investigation): model #: d-1197-16-s, lot #.: unknown. Ep - shuttle rf generator system - 100w: model #:39d-76x, (B)(4). Regarding the biosense webster generator, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this event was not related to the stockert generator. The customer declined system service. However, a few days after the event, the stockert generator was sent in for functionality check. The functional and safety tests were performed as well as preventive maintenance. The generator was working properly according to specification. Since that event the customer has performed more procedures without any problem. As for the concomitant catheter used during the procedure, the catheter was not retained by the lab because they worked properly during the case, and issue was not related to the catheter. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an afib procedure while ablating an af was induced. It was suspected that some amount of energy was emitted throughout the cs distal pole and/or 4p catheter causing the af to be induced. The carto 3 system associated with the reported incident was investigated at the manufacturing site. The system was found failing at m4, m3-m4, 20-pole b16 and 20-pole b15-b16 channels with strong spikes occurred during ablation. Faulty optic-switches of ECG card caused the issue. The failed ECG cards were scrapped and new ones were installed. In addition, a corrective action has been opened to address and resolve this issue. The device history record review was performed. No anomalies were noted in manufacturing or service of this device. The system met all specifications upon its release prior to distribution.

Event description:
It was reported that during a procedure while the ep physician was performing mapping and pacing through the carto 3 system everything seemed to be fine. However while ablating an af was induced. The users suspected that some energy might have been emitted through other electrodes from different catheters that the cs distal pole and/or 4 pole catheter inducing the af. The users changed the ep shuttle generator to another unit to ensure that the issue was not coming from it. It was checked at 70w, 30w, 10w and 5w and in all of them the derivation of energy happened and the af was induced except with the 5w power. The physician proceeded with the procedure conventionally.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).